Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system on (B)(6) 2024. It was reported that there was intraoperative proximal migration with the alto device, resulting in the occlusion of the left renal artery. The (aaa) was successfully excluded, and the right renal and both hypogastric arteries were preserved. During the procedure, the alto device was positioned with the markers settling at the ostium of the lower left renal artery. The angiogram catheter was pulled down, and the stiff wire was withdrawn until the tip was in the main body. Polymer fill was then initiated. The procedure was completed in the usual manner, including a 2-3 mm relaxation maneuver after the polymer fill had started, followed by ballooning of the sealing zone after 14 minutes of polymer time. Given the conical neck with an internal diameter of 7 mm, proximal migration was not anticipated. The final angiogram revealed occlusion of the target renal artery by the sealing ring.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto displaced implant with left renal artery occlusion is confirmed. Device, user, procedure or anatomy relatedness of complaint could not be determined. The left renal artery occlusion is also confirmed. The complaint is likely procedure related. This is consistent with the reported adverse event/incident. Procedure related harms could not be identified. The renal arteries were offset by 13.5 mm. This may have contributed to the reported event but could not conclusively be determined. It is unclear why there was displacement of the aortic body. The final patient status was reported as fully recovered and doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system on (B)(6) 2024. It was reported that there was intraoperative proximal migration with the alto device, resulting in the occlusion of the left renal artery. The (aaa) was successfully excluded, and the right renal and both hypogastric arteries were preserved. During the procedure, the alto device was positioned with the markers settling at the ostium of the lower left renal artery. The angiogram catheter was pulled down, and the stiff wire was withdrawn until the tip was in the main body. Polymer fill was then initiated. The procedure was completed in the usual manner, including a 2-3 mm relaxation maneuver after the polymer fill had started, followed by ballooning of the sealing zone after 14 minutes of polymer time. Given the conical neck with an internal diameter of 7 mm, proximal migration was not anticipated. The final angiogram revealed occlusion of the target renal artery by the sealing ring. Additional information: it was reported that, as of on (B)(6) 2024, the patient had fully recovered and was reported to be doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto displaced implant with left renal artery occlusion is confirmed. This is consistent with the reported adverse event/incident. The device, user, procedure, or anatomy-relatedness of the alto displaced implant could not be determined. The left renal artery occlusion is likely procedure-related. Procedure-related harms are an occluded left renal artery. The renal arteries were offset by 13.5 mm. This may have contributed to the reported event, but it could not be conclusively determined. The displacement of the aortic body caused the left renal artery occlusion (procedure-related). It is unclear why there was displacement of the aortic body. The final patient status was reported as fully recovered and doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h10/h11 - additional manufacturer narrative/corrected data - updated. H6: health effect - impact code - remove code 4614.